Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MFR # 2134265-2010-05989. (B)(4). It was reported that during a stenting treatment procedure withdrawal resistance occurred. The 90% stenosed, non tortuous and non calcified target lesion was located at the bifurcation of the left anterior descending artery (lad) and the ostial diagonal branch. A pt2 guide wire was advanced to the lesion and then an unspecified stent was successfully deployed in the diagonal branch. The physician attempted to remove the pt2 guide wire along with a 3.00x12mm apex balloon catheter; however, the physician felt resistance from the balloon catheter during withdrawal. It was then noted that the distal segment of the guide wire had become detached and remained in the distal portion of the diagonal artery. The procedure was ended with no additional patient complications. The patient was discharged home in good condition.